Event description:
Same case as: 3003853072-2013-00067. It was reported that post-operative rod breakage occurred. The pt underwent a 9 level, t10 to s1, posterior fusion procedure due to deforming using instinct java instrumentation, incompass iliac bolts. Ardis peek and dbm putty. The original construct was noted to be very straight requiring no connectors. Pt later developed pain on an unspecified date. X-rays of the construct were unremarkable. The pt underwent revision surgery to remove the iliac bolts. At this time, it was noted that both of the instinct rods were broken at the s1 screws. The broken fragments along with the iliac bolts were then removed. The rest of the construct was left in place.

Manufacturer narrative:
Add'l relevant info will be provided when the device eval is completed.